Event description:
It was reported that during procedure phaco system shut down. The shut down caused a collapse in the anterior chamber causing a broken capsule of the right eye. The incision was enlarged and a vitrectomy was required.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Field service engineer (fse) restarted the system on arrival without any error, but in the error log found communication errors. Fse reported vacuum specifications in limits, phaco specifications in limits and power supply exit in limits. The fse replaced rear panel connector board and performed software upgrades. Per fse the unit meets amo specifications.